Event description:
Reported air in the tubings distal to the in-line filters. The homecare pt was receiving tpn via an unspecified route. After initiation of the infusions, the caregiver reported "seeing air bubbles in the line between the filter and the end of the line." The bubbles were noted to be "one to one and a half inches of air." The sets were replaced and the infusions were resumed. No air reached the pt. There were no reported adverse pt effects.